Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned. Additional information: what is "lc" procedure. Please provide more detail. Laparoscopic cholystectomy. What is meant by "clipper can't close properly?" Does this refer to clip? Does this refer to device? Please provide more specific detail. The clipper formed scissor shape instead of closing properly. How was case completed? Used product from other brand.

Event description:
It was reported that during a "lc" procedure, the clipper can't close properly. It formed scissored shape. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device (a) was returned in good visual condition. A bag with three malformed clips was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.